Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported while using the freestyle libre 2 app, the low glucose alarm failed to trigger when the customer¿s glucose was low. As a result, the customer experienced fatigue and was unable to self-treat. The customer had contact with a healthcare professional who provided apple juice as a treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an iphone xs max using a good known libre 2 sensor. The iphone xr successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported while using the freestyle libre 2 app, the low glucose alarm failed to trigger when the customer¿s glucose was low. As a result, the customer experienced fatigue and was unable to self-treat. The customer had contact with a healthcare professional who provided apple juice as a treatment and no further information was provided. There was no report of death or permanent injury associated with this event.